Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the patient was undergoing diagnosis, which was completed as planned by restarting the system. It was reported that the c-arm was unable to rotate. Upon further inspection, philips remote service engineer (rse) visited confirmed that error logs were reviewed and found the problems in the power supply that could be caused by some obstruction in the rotation of the detector were observed. The customer was contacted to try to perform some test, but it indicated that the equipment was without a power grid. Field service engineer (fse) visit was planned at site, but this case was closed because the system was uninstalled and was changed for a azurion system. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If c-arm was unable to rotate issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's c-arm was unable to rotate. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.